Event description:
The lay user/patient contacted lifescan (lfs) in 2005 regarding problems with units of measure (uom). His device was reading mmol/l when he expected mg/dl. This is a new meter, out of box. The pt reports no symptoms or treatment. The report is being submitted in retrospect as five months later the medical affairs department became aware of a failure of this meter to be non-user changable. It is not known if the user changed the uom inadvertently or not. However, as the meter was set to the wrong uom, this case is being reported as a suspect malfunction. The meter was received on july 2005. However, this case was originally grouped with cases under the recall campaign, therefore the meter was not tested. The meter was replaced.